Manufacturer narrative:
Initial 4 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site:3003442380.

Event description:
It is reported that the patient experienced asymptomatic elevated blood glucose due leaking at coupling housing event on (B)(6) 2026 and treated with bolus via pump.